Event description:
On 1/31/95, the following problem occurred on rptr's linear accelerator. At the commencement of the third pt treatment of the day, and after the treatment unit had been on for 90 minutes, the treatment therapist entered 109 monitor units into the console, and the calculated time appeared as 0.00. The secondary monitor window was blank. Rptr was called to the treatment unit, where he slowly repeated the process three more times, with identical results. At this point, rptr turned the console power supply off for thirty seconds, and then turned the power back on. After clearing the warm-up, 109 monitor units was entered, and the calculated time was 0.41.